Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the calcified and moderately tortuous mid right coronary artery. Pre-dilation was performed with a non-bsc balloon. The physician advanced a 2.5x20mm promus element stent for treatment but the stent could not cross the proximal portion of the lesion. Upon removal stent damaged was noted on the distal edge of the stent. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).